Event description:
Consumer flossed teeth with subject product. Consumer stated that the floss got stuck between back upper teeth. Consumer pulled floss out and top back tooth broke on left side. Consumer stopped use and saw dentist. Treatment was provided: tooth filling. Therapy in 2007.